Event description:
Patient was revised to address abnormal MRI, pain, and elevated ion level.

Manufacturer narrative:
Corrected: date of this event. This field now matches the date received by manufacturer. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address loosening of the femoral stem at the cement/implant interface. Depuy cement was used at the time of original implantation. Osteolysis and poly wear were also reported.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.